Manufacturer narrative:
The following fields have been updated with corrections: d.4. Model #: 2401-0004. D.4. Catalog #: 2401-0004. D.4. Medical device lot #: 20046297. D.4. Medical device expiration date: 2023-04-20. H.4. Device manufacture date: 2020-04-16. D.4. Unique identifier (UDI) #: (B)(4). A 2401-0004 sample was not available for investigation of this feedback; however the customer indicates that a hole was identified to the tubing component which resulted in leakage during infusion. Further information relating to the customer's experience was not available to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20046297 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. However as the leakage was observed during infusion and not on priming of the set, it is unlikely that a manufacturing defect contributed to the reported leakage. A review of the customer feedback database indicates that this is an isolated occurrence with no other similar report against the 2401-0004 set in the past 12 months.

Event description:
It was reported that gem v/nv 1sms intl 20dp 20pk leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. Pump line had a hole and leakage through the bottom of the alairs pump. Detailed incident description: infusion pump turned off. Spill cleared as per protocol. Dr notified. Approximately 1/3 drug lost. No further drug required as per vmo.

Manufacturer narrative:
Medical device lot #: the customer provided lot # 20046297. This does not match the catalog number provided. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that gem v/nv 1sms intl 20dp 20pk leaked. The following information was provided by the initial reporter: the reported feedback suggests that there was a leakage. Pump line had a hole and leakage through the bottom of the alaris pump. Detailed incident description: infusion pump turned off. Spill cleared as per protocol. Dr notified. Approximately 1/3 drug lost. No further drug required as per vmo.